Manufacturer narrative:
Updated fields: h6/h10. Corrected fields: g2 (health professional should not be selected on the initial). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope labeling on the body control unit (bcu) is detached. No patient harm was associated with this complaint. The device was returned to olympus for a device evaluation. The device evaluation found that the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The suction cover plate has peeling. The device evaluation also found that the nozzle was clogged with foreign material. Additional device evaluation findings were as follows: due to a pinhole on channel tube, water tightness is lost, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, adhesive on bending section cover rubber had a chip and a scratch and a crack, adhesive on bending section cover rubber has white-clouded area, objective lens has a chip, adhesives around objective lens has white-clouded area and peeled, adhesives around light guide lens has white-clouded area and peeled, plastic distal end cover has a burn and a dent, connecting tube has a scratch and a wrinkle, indication on scope connector is peeled, protector of universal cord on control section side and scope connector side had a scratch, paint on suction cylinder and the air/water cylinder is peeled, universal cord has a wrinkle and a scratch, switch 1 has a scratch, and the control unit is shaved. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer does not know when the foreign material was deposited in the device. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with water and air. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle/channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.